Event description:
On 11/11/2009, pt reported he started getting occlusion errors on his infusion device last week on friday (B)(6)/2009. He said he took his infusion device to his physician's office and they told him that the piston rod was corroded. Pt reported they advised him to get the infusion device replaced. He stated he switched to his backup infusion device and has not experienced any more occlusion errors. Pt reported that he can not recall any exposure to water but he can recall a few times as he inserted his insulin cartridge into the infusion device that insulin spilled out of the tip of the cartridge and fell into the infusion device's cartridge chamber. He said he does smell insulin in the infusion device's cartridge chamber. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.